Event description:
It was reported by a customer in (B)(6) that when turning on the ht70 plus ventilator, the monitor remained black and the "operation failure" light emitting diode (led) was illuminated with an alarm. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse attempted to shut down the unit by pressing the on/off switch, and unable to turn it off. The cse detached the battery pack from the unit, which turned off the device. The cse was unable to duplicate the reported condition at the office. (B)(4).